Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. It was noted the lead had stretched. There were blood in/on helix/lobe mechanism and damaged at implant. The visual analysis showed that the helix returned extended and can't be retracted due to lead being stretched and inner insulation being buckled. This prevents proper torque transfer through the length of the lead.

Event description:
It was reported that during implant attempt, after several attempts to place the lead the helix would not retract. The lead was not used and was replaced. No patient complications have been reported as a result of this event.